Event description:
The customer reported that there was a shadowed or doubled image on left monitor. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified and reproduced the problem. He cleaned and reseated bnc coaxial connector to the left monitor input from electronics cabinet output. The left monitor video cable passes through "the dicom box" sys. The system image is now good on both monitors.